Event description:
During a recanalization procedure, the physician gained access into the posterior tibial artery which was highly calcified. The wire was advanced through the inner dilator micropuncture access kit. Upon pulling the wire out, it came apart. When the wire sheared/ separated, it pulled back into the sheath / inner dilator. The physician snared the dilator and pulled this out. The physician was able to remove this from the patient's body and nothing remained inside the patient. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Investigation - evaluation during the course of investigation, a review of the complaint history, documentation, drawing, instructions for use (IFU), quality control (qc) and a visual inspection of the returned product was conducted. Per quality control specification, there is a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections during the manufacturing process and again, prior to transport. Per the provided instructions for use (IFU) it is stated: 1. "Flush the wire guide holder by attaching or pressing a syringe with heparinized saline or sterile water to the fitting of the wire guide holder and injecting enough solution to wet the wire guide surface entirely." 2. "Carefully remove the wire guide from the holder." 3. "If desired, wire guide tip may be carefully shaped using standard tip shaping techniques. Do not use a shaping instrument with a sharp edge. It was reported that this incident resulted in low impact to the patient. Based on the provided level of information a definitive root cause can not be determined or reported at this time. Patient anatomy could have been a factor based on the testimony that the patient's artery was highly calcified. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During a recanalization procedure, the physician gained access into the posterior tibial artery; which was highly calcified. The wire was advanced through the inner dilator micropuncture access kit. Upon pulling the wire out, it came apart. When the wire sheared/separated, it pulled back into the sheath/inner dilator. The physician snared the dilator and pulled this out. The physician was able to remove this from the patient's body and nothing remained inside the patient. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). The event is currently under investigation.